Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating the device had heat. The device was not used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There is no additional information provided.